Event description:
A report was received that the patient's ipg was unable to charge or connect to the remote control following an unrelated procedure. Malfunction was suspected due to diathermy use during the unrelated procedure. The patient underwent an ipg replacement procedure and was doing well post-operatively. Diathermy is a known source of high voltage transient signal and current company labeling warns against the use of diathermy. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
The returned ipg was analyzed and the complaint was confirmed. The device could not be charged nor linked. The device was no longer functioning due to asic-u2 damage. The sleep current measured high and the vh impedance measured low resistance. It was reported that the symptom appeared after diathermy use. Due to the device damage, the patient data was not retrieved.

Event description:
A report was received that the patient's ipg was unable to charge or connect to the remote control following an unrelated procedure. Malfunction was suspected due to diathermy use during the unrelated procedure. The patient underwent an ipg replacement procedure and was doing well post-operatively. Diathermy is a known source of high voltage transient signal and current company labeling warns against the use of diathermy. (Physician's implant manual (B)(4))